Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient needed an MRI of the back due to pain. The back pain has been there for a couple of years. The caller also mentioned that the ins implant does not work. The patient had not used the ins for 9 months. No further complications were report ed/anticipated.